Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility nurse reported that a dialyzer blood leak occurred as soon as the patient was connected to the machine and the blood reached the arterial side of the dialyzer. The nurse reported the leak was external, however pictures provided show it as internal. The leak was visually observed in the arterial hansen connector; it was visible that blood and dialysate was mix together. The machine, a fresenius 2008t machine, did not alarm with a blood leak alarm. Blood leak test strips were used and tested positive for the presence of blood. The patient¿s estimated blood loss (ebl) was approximately 250 ml. There was no patient injury, adverse events, or medical intervention required as a result of this event. The patient was restarted on a new machine and treatment completed successfully with new supplies. The complaint device was reported to be available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Investigation determines that there was no causal relationship between the objective evidence and the alleged event; the alleged event is unconfirmed. A product history review was not completed during the investigation as the serial number was not provided. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A user facility nurse reported that a dialyzer blood leak occurred as soon as the patient was connected to the machine and the blood reached the arterial side of the dialyzer. The nurse reported the leak was external, however pictures provided show it as internal. The leak was visually observed in the arterial hansen connector; it was visible that blood and dialysate was mix together. The machine, a fresenius 2008t machine, did not alarm with a blood leak alarm. Blood leak test strips were used and tested positive for the presence of blood. The patient¿s estimated blood loss (ebl) was approximately 250 ml. There was no patient injury, adverse events, or medical intervention required as a result of this event. The patient was restarted on a new machine and treatment completed successfully with new supplies. The complaint device was reported to be available to be returned to the manufacturer for evaluation.